Event description:
Additional information received indicated the patient presented in clinic where it was determined that the BLE issue was due to excessive BLE communication. The BLE alert on the ICM was cleared and BLE telemetry was reestablished. There were no reported patient consequences.

Event description:
IT WAS REPORTED THAT THE IMPLANTABLE CARDIAC MONITOR (ICM) EXHIBITED BLUETOOTH (BLE) TELEMETRY LOSS. NO INTERVENTION WAS PERFORMED. THERE WERE NO PATIENT CONSEQUENCES REPORTED.